Event description:
During routine testing of the device at the service center, the user reported the image displayed through the endoscope was blurry. The endoscope was originally returned for repair of a broken eyepiece when the view was found to be blurry. Since this event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.